Manufacturer narrative:
The complaint was confirmed by review of in-vivo data. The problem could not be duplicated during in-house investigation. The root cause is low reference channel values potentially due to insufficient hydrogel hydration. The investigation shows the system correctly disabled the sensor due to performance failure and the system's self-test functions are working normally. D8 updated,was this device serviced by a third party? No d9 device returned to manufacturer date updated 07/15/2020. H3. Device evaluated by manufacturer? Yes h6. Health effect - clinical code updated to 4582 h6. Health effect -impact code updated to 2199 h6. Medical device problem code updated to 1559 h6. Component code updated to 510 h6. Type of investigation updated to 4111 and 10 h6. Investigation findings updated to 114 h6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020,senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.